Event description:
The cystonephrofiberscope was returned to the service center for a blurry image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the cover lens was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for cover lens was dirty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.